Event description:
It was reported that during a patient event where the device was connected to the patient with the defibrillation electrodes, the device gave a "connect electrodes" message and would not detect the patient. Approximately 30 seconds later, a back-up device arrived and did not advise a shock after an analysis. The emts arrived, bringing a third device which also advised no shock, and the emts were able to see an asystole rhythm. The patient did not survive. The customer did advise that the reported failure of the device did not have an effect on the outcome of the patient.

Manufacturer narrative:
(B)(4). The third party biomed evaluated the device and was able to duplicate the reported issue one time; however after the connections within the device were verified as normal, the reported failure was not duplicated again. The biomed then performed an unrelated repair, and observed proper device operation through functional and performance testing. The reported failure was not verified again. The device was returned to the customer for use. The cause of the reported failure could not be determined.